Event description:
Reporter noted system did not function properly. While aspirating perfluoron, it went up the infusion cannula, stopping gas flow during posterior segment gas/fluid exchange. Patient reportedly has a detached retina now.